Event description:
A customer reported to baxter (B)(6) of an administration set in which the facility could not disconnect the set from the patient. The hospital had to use forceps to grip the cover and disconnect the set. A patient was involved but no injury occurred. This condition occurred during patient-use. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The sample was visually inspected and the luer connection of the set was tested. The rotating part was pushed forward to be positioned between the two rings and attached to a stopcock. The luer lock was tightened until activated. The luer lock could be disconnected without any difficulties. Therefore, the reported condition was not confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review was conducted and there were no deviations found during the manufacture of this lot.